Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump had intermittent power and that the pump battery compartment was cracked. The patient experienced elevated blood glucose readings such as 500 mg/dl and the symptom of nausea. The patient corrected his blood glucose levels with insulin doses taken via a syringe injection. He did not seek any medical attention. Troubleshooting revealed the battery compartment was cracked and the patient was unable to secure the battery cap. There was no moisture seen in the pump. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, and received treatment with insulin injections. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): black box showed multiple loss of power and replace battery alarms. The battery compartment was found to be cracked from the threads to case seal. A leak test failed due to battery compartment crack.